Manufacturer narrative:
The affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
Some of the buttons aren't working was reported.

Manufacturer narrative:
Correction: g.3. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. Upon visual inspection the service technician noted that the device had keypad electric failure, resolved by replacing keypad. A review of the device history record for sn (B)(6) was performed from (B)(6) 2019 to (B)(6) 2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. The proximate cause of the reported issue was due to electrical failure of the keypad.

Event description:
Some of the buttons arent working was reported.